Event description:
It was reported that during central processing, the 8mm fenestrated tip-up grasper instrument tip was observed to be broken where it meets the shaft. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event. Patient demographics were requested but was unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube. A piece measuring proximately .1200¿ x .084 was not returned with the instrument. Components adjacent to this broken main tube do show damage. Additional observation related to customer reported complaint: the instrument was found to have mechanical indentations/burrs at the proximal clevis. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induc issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.